Manufacturer narrative:
The manufacture previously reported a trilogy ev300 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by a field service engineer onsite, the device failed active exhalation test. The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's proportional valve, solenoid, and flow sensor were replaced to address the issue.

Event description:
A trilogy ev300 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by a field service engineer onsite, the device failed active exhalation test. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.